Event description:
It was reported that this cardiac resynchronization therapy pacemaker (CRT-P) recorded a Code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to Boston Scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.